Manufacturer narrative:
No product was returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for polyethylene wear.